Manufacturer narrative:
(B)(4). A needle that broke at the point end was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2011 and suture was used. It was reported that the needle was broken at the tip (about 1 mm) when the surgeon twisted needle tip and pulled it from the hard myoma. The needle fragment was removed and there was no adverse consequence to the patient.